Event description:
It was reported that a mandibular plate separated 3+ months after implant, likely due to patient non-compliance with post-op instructions. It was removed and replaced.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Correction: d3: name change.